Event description:
It was reported that the ventilator had an overheating alarm while being used on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the blower. The unit was checked overall, run in tested, cleaned, functionally tested, and no further abnormality was confirmed.

Manufacturer narrative:
(B)(6).